Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had diminished battery life and effected therapy had to reset the setting with new battery and insulin squirts when priming and drained entire reservoir. Customer blood glucose was unknown. Insulin pump will not be returned for analysis.